Event description:
Caller reported aviva blood glucose results of 188 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl, 148 mg/dl and 401 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 156 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl, 178 mg/dl, and 204 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.